Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with lid swelling and conjunctival injection in both eyes one day follow lasik treatment. The patient reported vision was blurry. In a follow up with the optometrist, she indicated on the date of the event, the patient's topical steroids were increased and the patient was prescribed aminoglycoside antibiotics drops and an oral antibiotic to prevent infection. When the patient was seen on (B)(6) 2014, the event had improved at each visit in the left eye. The patient was seen on (B)(6) 2014 and the event had resolved. The patient was no longer using topical steroid drops. These are two medical device reports associated with this event. This report is for the left eye.